Event description:
It was reported that while introducing the guidewire (subject device) into the microcatheter, the guidewire broke. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was separated at approximately 49.0 cm from its proximal end. The guidewire was bent just proximal to the separated site. The guidewire was kinked at 51.0cm and 60.5 cm from its proximal end. The guidewire stainless steel core wire was separated. The guidewire was bent on several places along its length. Scanning electron microscopy (sem) analysis of the break/fracture showed evidence which suggested the failure occurred from bending overload and some tension component. While this is the case, it appears possible that this may have occurred from excessive force against resistance. However, because the issue appeared to occur without direct patient contact while handling the device during use, the cause for the reported issue is believed to be related to the handling of the device during use.

Event description:
It was reported that while introducing the guidewire (subject device) into the microcatheter, the guidewire broke. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.